Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On 2015-10-12 information was received from a study and healthcare provider (hcp) regarding a patient receiving intrathecal infumorph (morphine) 5 mg/ml at 0.2402 mg/day. There was minor urinary retention with difficulty voiding after implant surgery. The patient was treated with flomax on (B)(6) 2015 and improved by the date of discharge. The event resolved without sequelae on (B)(6) 2015 and was reportedly related to the implant procedure.